Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 22-dec-2022, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding that required unspecified medical intervention.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding that required unspecified medical intervention. The estimated blood loss volume is unknown. The biopsied lesion was located in the right lung middle lobe. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.